Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient information not provided by reporter. Unknown when patient became infected with (B)(6). Other partial (B)(4). Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a left elbow open reduction internal fixation(orif) on (B)(6) 2015. The elbow subsequently became infected with (B)(6). Oral antibiotics were started on (B)(6) 2015. An irrigation and drainage(I&d) was performed on (B)(6) 2015. The patient began receiving intravenous(IV) vancomycin on (B)(6) 2016. This treatment is ongoing. This report is 2 of 9 for (B)(4).